Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The guide screw fell out of the clamp.

Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing screw. The socket head shoulder screw (B)(4) is missing form the patellar clamp. A complaint database search on the provided product code did not identify a trend of missing/disassociated shoulder screws. With the provided information, a definitive root cause is unknown. Based on the inability to determine a specific root cause, a need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.